Event description:
The complainant reported that a patient was implanted with an impella cp via left percutaneous femoral artery for mechanical circulatory support. The impella cp implanted was working well. All waveforms were present. During po percutaneous coronary intervention, both the aorta and left ventricle data disappeared. The patient was hemodynamically stable. The procedure was completed and the patient was transferred to the intensive care unit on p5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d9 and h6.